Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing, "have shortness, coughing dry 6mo, no energy low breath." The patient also mentions during the "chest x-ray nothing showed up." There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
As per additional information received on 03/28/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam degradation was observed. The device's event log was reviewed by the service center and no error code found. Additionally, the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.